Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant of the right ventricular lead, the physician had difficulty fully inserting the connector pin into the header port of the device. The device was removed and replaced; the lead could be inserted into the new device.